Event description:
It was reported that the console was emitting burning smell particularly from the top air vent. There was no patient reported.

Event description:
It was reported that the console was emitting burning smell particularly from the top air vent. There was no patient reported.

Manufacturer narrative:
The console or the components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that after booting up of system, the error 188 was displayed. The fse inspected the 15a cooling system fuse and housing and found that the fuse was charred and was burnt which created the burning smell. The fse proceeded to perform repairs in accordance with technical manual and technical notes. The 15a cooling system housing and fuse on unit was replaced; the error was displayed after this replacement and some adjustments to all 4 channels for the far alignments were completed. The gain/differential and pyro calibrations were also performed to meet technical manual specifications, and the unit met checklist power specifications. No further issues were identified during service, and the console was confirmed to be fully functional after repairs. The malfunction found could have affected the device performance, leading to the reported event. The reported complaint was confirmed. Based on review of all information available and analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation.